Manufacturer narrative:
N/a.

Event description:
The following has been reported: a faulty engine speed sensor board was diagnosed in the device. The faulty board was replaced. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.